Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ems visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had seen the emergency medical service with hypoglycemia. The patient's blood glucose levels reached 49 mg/dl while wearing the pod between 24 and 36 hours. The the ems (emergency medical service) arrived blood glucose rose to 337 mg/dl. The patient was treated with glucose and then an EKG(electrocardiogram). The pod was worn when the ems arrived.